Manufacturer narrative:
The event of "infection - ndr" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "infection - ndr" is considered an unexpected adverse drug experience.

Event description:
Health professional reported a non-serious, non-device-related event of "swelling of neck, jawline and arm" and a serious, non-device-related event of "otitis media" and "arthritis right shoulder" after a patient was injected in the jawline with juvéderm volux¿ xc. Treatment was required, noted as ¿cyclobenzaprine,¿ ¿oxycodone," and "azithromycin.¿ outcome noted as ¿ongoing.¿